Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Reporter stated a button on the infusion device is defective and it is not possible to program a bolus. No physiological effects were reported. The infusion device cannot be returned for evaluation due to legal and custom issues.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.